Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by a provider who stated that the "casing/plastic melted from heat." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for investigation where it was noted that all alarms and the cooling fan were operating to specification. The compressor thermal cut off switch tested to specification, indicating the device would have shut down had an unsafe internal temperature been reached. Examination of the device revealed external cabinet and base deformation, with minimal evidence of internal thermal exposure or deformation, indicating the issue was the result of prolonged/repeated exposure to an external heat source. The unit was repaired and now meets all manufacturer specifications.

Manufacturer narrative:
**UDI related data quality updates only** the previously submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI and catalog number and h4 device manufacture date. These sections have been updated with corrected information.